Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
It was reported that the unit's battery voltage was too low. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
G4: 03apr2020. B4: 08apr2020. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery was 8 years old, used beyond the recommended life of 5 years. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.